Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using the pre-close technique prior to an interventional procedure. Reportedly, an unspecified issue occurred. The sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated. H6: medical device problem code 3190 removed and 1142 added.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using the pre-close technique prior to an interventional procedure. Reportedly, an unspecified issue occurred. The sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: reportedly, when the plunger was removed, only the link was attached. No additional information was provided.